Event description:
It was reported that the patient presented in-hospital for follow-up after receiving inappropriate therapy due to noise. Noise was reproducible with ICD manipulation. An externalized conductor was observed via x-ray. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.